Manufacturer narrative:
The following devices were also listed in this report: series 7000 standard tibia; cat# 7115-0009; lot# t02h498 unknown tibial insert; cat# unknown; lot# unknown scorpio m-dome patella; cat# 73-0910; lot# k831. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
Total knee revision was performed. Date of implant was identify as (B)(6) 2002.

Manufacturer narrative:
The following device was listed as an unknown tibial insert of initial report: scorpio total knee ps tibial bearing insert, (B)(4), lot # unknown. An event regarding revision involving a scorpio femoral component was reported. The event was confirmed. Device evaluation and results: material analysis was performed on the returned devices. The report concluded, "there was no significant damage related to the failure observed on the femoral component or the tibial baseplate. Explantation damage was observed on the insert and the patella. The tibial insert was observed to have delamination, burnishing, biting and scratching. The patella had scratches and burnishing. These are common damage modes of uhmwpe. No material or manufacturing defects were observed on the surfaces examined." No medical records or x-rays were made available for evaluation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. There has been no other event for the lot referenced. The exact cause of the reported revision surgery could not be determined because insufficient information was provided. Material analysis report concluded that there was no significant damage related to the failure observed on the femoral component. No material or manufacturing defects were observed on the surfaces examined. No further investigation of this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Total knee revision was performed. Date of implant was identify as (B)(6) 2002.